Manufacturer narrative:
Male 19/40 (47.5) female 21/40 (52.5) age, mean ± sd (range), y 48.2 ± 18.3 (1-74) information unknown/ not provided. Date of event: exact date unknown/ not provided, article accepted october 11, 2020. Model #: unknown/not provided. Serial#: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Implant date: unknown/ not provided. Explant date: unknown/ not provided. Telephone number: (B)(6). Device manufacture date: unknown as product serial number was not provided. The complaint products are not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Citation: purtskhvanidze, p., saeger, m., frimpong-boateng, s, rüfer, f., roider, j., and nölle, b. (2020). Ten-year outcome of glaucoma drainage device surgery after penetrating keratoplasty. Journal of glaucoma 30(3) doi: 10.1097/ijg.0000000000001741 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The below literature article was received with potential complications/aes reported. Ten-year outcome of glaucoma drainage device surgery after penetrating keratoplasty purpose: to compare very long-term results of eyes with glaucoma drainage device (gdd) after pk. A retrospective study was done to compare very long-term results of eyes with glaucoma drainage device (gdd) after pk. A total of 40 eyes of 40 patients were included in this study. The patients were implanted with ahmed glaucoma valve (fp7 agv; new world medical) (n=34) and baerveldt (250mm2 bgi; abbott medical optics) (n=6). At postoperative follow-up period, the mean visual acuity decreased from 1.3 ±0.6 to 1.8±0.3 in eyes with anterior chamber tube placement and remained almost unchanged (from 1.6±0.4 to 1.7±0.5) in eyes with pars plana tube placement. Visual acuity remained unchanged (n=13 eyes), and worsened (n=20 eyes). The following adverse events were also noted: corneal decompensation (n=31), retinal detachment (n=5), encapsulated bleb (n=5), gdd dislocation (n=1), tube erosion (n=4), tube-endothelial touch (n=3), chronic hypotony (n=4), phthisis bulbi (n=4), no light perception (n=3), intraocular lens dislocation (n=1), suspicion for endogenous endophthalmitis (n=1), tube displacement from the anterior chamber to the pars plana (n=1), decompensation of iop (n=1), persistent hypotony (n=1), and patients with complications (n=35). Post-gdd procedures and intervention included revision of existing gdd (treatment for decompensation of iop, persistent hypotony, tube displacement from the anterior chamber to the pars plana, and gdd dislocation) (n=4), tube shortening/revision (n=3), tube coverage (n=3), drainage of choroidal effusion (n=4), implantation of additional gdd (n=1), gdd explantation (n=1), diode cyclophotocoagulation (n=3), phaco/ posterior chamber intraocular lenses (pciol) (n=1), pars plana vitrectomy (treatment for retinal detachment, intraocular lens dislocation, suspicion for endogenous endophthalmitis, and tube displacement from the anterior chamber to the pars plana) (n=9), needling of filtering bleb/5-fu injections (n=5), viscomaterial-injection (anterior chamber) for postoperative hypotony (n=7), underwent a repeat penetrating keratoplasty (pk) (n=21), enucleation for phthisis bulbi (n=3), and no treatment reported for the rest of the complications. It is not clear whether the adverse events and interventions occurred in the eyes with 250mm2 bgi or the competitor product. Other jnj products were mentioned but no complaints were reported against them. A copy of the article is provided with this report.

Manufacturer narrative:
Corrected information: in the report submitted jun 17, 2021 (md-0003215), an incorrect model number was inadvertently submitted. This report contains the corrected model number. Section d4 - model #: b3-250. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.